Event description:
Boston scientific crm received information that this patient presented with rates in the 30's. A chest x-ray revealed both the atrial and right ventricular (rv) leads had dislodged. In a revision procedure, the helix of the atrial lead was non-functional, therefore this lead was explanted and replaced by a new lead. The rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.